Manufacturer narrative:
Additional data: h10 this supplemental report is being submitted to retract the previous initial MDR report for a unconfirmed false negative , further review of the case determined that this case doesn't meet the reportable criteria for the initial report that was submitted and additional information confirms there was no allegation of a product malfunction.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided including treatment and outcome, was provided.